Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: an image was provided with the complaint which shows a purchase order. This returned media cannot confirm the reported allegation. Device analysis finding: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event. This conclusion code is based on the available information and the record review conducted at the boston scientific site. It was reported that the stent was not properly on the balloon when removing it from the hoop. The device is not indicated as returning for testing and analysis. Based on the available information it is likely that this reported damage occurred due to product handling and unintentionally excessive force being applied to the delivery system while unpacking and preparing for the procedure. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event.

Event description:
It was reported that stent moved on balloon occurred. During removal of a 3.00 x 20mm synergy? Xd drug-eluting stent from the hoop, the stent was found not to be properly mounted on the balloon. The procedure was completed using an alternate device, and no patient complications were reported.